Manufacturer narrative:
Weight- unk. Ethnicity - unk. Race - unk. PMA/510k - this product is not marketed in the us. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -17.50/3.5/092 (sphere/cylinder/axis), implantable collamer lens was implanted upside down into the patient's left eye (os) on (B)(6) 2021. The lens tore during removal. There was patient contact (lens touched the eye) with no patient injury. The lens was implanted, removed, and replaced intraoperatively on (B)(6) 2021. Cause of the event is reported as user error.